Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set packaging was open and non-sterile on (B)(6) 2025. Product labels including serial number, dome label stickers and product labeling information were reported as missing prior to use. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.